Manufacturer narrative:
In a phone conversation with (B)(6), clinical risk analyst, the initial medwatch submitter from (B)(6) med ctr, she stated that she was asked to submit the report as use dilution did leak and there was concern about potential exposure to the use dilution. She asked me to contact (B)(6), (B)(6) for further info. She did say that there as no employee exposure. Several attempts were made to contact mr hill. On (B)(6) 2007, I finally was able to speak with him. I was told that the tray was c1160. (B)(6) described the location of the hose that sheared which was in the center on the bottom of the tray. I asked him why we had no complaints and he stated that he did not feel that the issue was a mfg defect, but that it was the result of handling. There have been no similar complaints in the last twelve months. He did reiterate that there was not a report of exposure to use dilution. In regard to potential exposure of steris 20 use dilution, the operator manual for the system 1, page 2-12, states "the use dilution of steris 20 has approx a neutral ph, corrosive effect on skin, although dermal irritation may occur in sensitive individuals upon repeated exposure. The use dilution may cause some irreversible irritation of the eye should direct contact occur."

Event description:
(Ref report number: (B)(4) and letter from (B)(6). Requesting further info.) The ref medwatch was received by steris and a complaint was opened in our system to address the issue. Record number (B)(4) was initiated to document the findings of (B)(6)medical center. The report indicated that a foul smell was detected in the substerile area. Upon further investigation by the customer, both steris system 1 units were found to be surrounded by water, both on the counter and on the floor. Both cycles had been canceled due to chamber levels being low. A tray used in one of the units had a hose connection which, by the customer's account. Had sheared off allowing fluid to enter.